Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. E1:- (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/failure events were observed: there was water immersion in the main unit imaging, flooding in the camera cable, corrosion on the camera cable and on the scope mount, scratch on the lens of the main unit, corrosion on the scope mount, and cracks on the video connector. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. The camera cable had a tear, and it was not possible to maintain the airtightness of the actual product, leading to the air leakage. Since the product was manufactured more than 15 years ago, the device history review - DHR could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited a broken cable (tear in the camera cable) and there was an air leak from the cable. There was no patient involvement.